Manufacturer narrative:
According to the customer, on (B)(6) 2024 during a "total parathyroidectomy" when using the product "strands of material were left behind in the patient cavity". The customer reported the strands were "manually" removed from the field and a different product was used. The customer reported there was no serious injury or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 during a "total parathyroidectomy" when using the product "strands of material were left behind in the patient cavity".

Manufacturer narrative:
Update h6: investigation conclusion.